Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the device was out of specification on its cross pacing functional tests. It was noted that it was not repairable and replacement was recommended. (B)(4).